Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found an error code relevant to the malfunction the cse re-secured the gui to breath delivery unit (bdu) cable, upgrade the software to the current revision and performed the ground isolation test. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received info stating that during use on a pt an 840 ventilator gave a graphic user interface (gui) reset alarm. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.